Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that while charging the pump battery the pump unexpectedly shut off. Low power alerts and shut off alarm were received. Customer unplugged and re-plugged pump into a power source to resolve the issue. Customer's blood glucose was 122-124 mg/dl. Customer continued to use pump for insulin therapy.